Event description:
Reporter alleged obtaining discrepant blood glucose results of 232 mg/dl back to back with a result of 100 mg/dl when testing was performed within 5 minutes of the advantage system. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.